Event description:
It was reported that medicated irrigation fluid leaked from the handpiece while in use. There are no allegations of adverse consequences associated with this event and the pt did not require any additional treatment due to this event.

Manufacturer narrative:
The device has not been received by the MFR for investigation. The device has not been received by the MFR for investigation. If the device is returned, a follow up report will be filed.